Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the rounded hex tip of a reamer driver broke as the surgeon finished reaming for a glenoid augment. The event occurred intra-operatively during glenoid preparation; the driver was used with power, which was believed to have contributed to the breakage. Attempts have been made and no further information has been provided.